Event description:
Pt was irrigating catheter at home with normal saline. Complained of bleeding at site. Site tender to palpation. Able to push n/s but leakage of fluid at insertion site and sharp pain as n/s injected. Unable to withdraw blood or fluid. Pt instructed to come to hosp where x-rays were taken noting dye in sub-q. Tissue indicating a catheter break. Catheter removed short by about 5 inches. Further x-ray located missing end in heart. This was subsequently removed in radiology by angiogram procedure. 12.5 cm removed from heart.